Event description:
Difficulty with access of left femoral artery. Tried to advance glide wire, and when taking it out the tip of the wire sheared off.====================== manufacturer response for hydrophilic wire, zip wire======================unknown